Manufacturer narrative:
Based ion the available info, this event is deemed to be a serious injury. The end user has applied powder to area at times and is currently applying a dressing he devised himself but could not provide more details. Advised end user to revisit his local ostomy nurse. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on august 01, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Event description:
It is reported that the user-has developed an open area one eighth (1/8) of an inch above his stoma measuring approx one half (1/2) inch associated with the ostomy product. It is further reported that this issue has occurred off and on over the past three (3) years related to the hernia repair surgery and the area has been assessed by a health care provider including local ostomy nurse in the past.